Event description:
It was reported that a patient underwent an excision of a lesion on (B)(6) 2012 and suture was used. The patient returned to the office on (B)(6) 2012 complaining of pain, redness and swelling. The patient was diagnosed with an infection and was placed on antibiotic therapy. The suture was removed and replaced with a different suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.